Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that customer had trouble with the infusion sets staying in place for the full three days. The current blood glucose reading is 399 mg/dl. Customer has treated with insulin pump. Caller stated that customer was vomiting and excessive urination. The blood glucose reading at the time of the event was 522 mg/dl. Customer has ketones. Diagnosed diabetic ketoacidosis. Caller stated that the cannula was bent when removed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.